Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm, with a concurrent fingerstick of 416 mg/dl, and no alarms or infusion set issues reported; the agent advised an infusion set change and provided troubleshooting and education, after which glucose began to decrease. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device alarms, no reported interruption of insulin delivery, and no identified infusion set malfunction, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.